Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, 30 minutes into the procedure, while the surgeon was sewing the exterior portion of the defect closer together in order to place the mesh with adequate coverage, the needle snapped off and fell into the patient's cavity and it was retrieved. A new device with the same lot number was opened and used. There was no injury.

Manufacturer narrative:
An evaluation of one device. The visual inspection of the opened samples noted one needle and a partial suture. The needle was received bent near the swage. Upon microscopic inspection, instrument marks were observed near the bent site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.